Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The jaws of the applier were loose. Some clips fell in the patient and they were removed. There was no reported patient injury and the applier was replaced by another.

Manufacturer narrative:
(B)(4). The DHR for the returned instruments was reviewed and found completely without any irregularities, these instruments were produced at the tecomet, inc. (B)(4) facility in may of 2013 as part of a (B)(4) pc. Lot. Evaluation of the returned instrument as received shows that the jaws are loose and misaligned and the jaw pivot pin is slightly popped and sticking out of tube assy. And end of tube is bent and damaged. All parts were returned with sample for investigation and no parts are missing. Also noted is that the handle to jaw mechanism and knob rotation mechanism are dry and sluggish and in need of lubrication and the flush port cap is different from that which is installed during assembly and production of the device. We are unable to validate the alleged complaint since as returned, this instrument is unusable as an applier and we are unable to perform a function test. All instruments were 100% visually inspected and tested at the tecomet, inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments other remarks: manufactured at this facility. At this time it is un-determined what caused the jaws to be loose and the tube to be bent and the pivot pin slightly popped out of the tube assy. But mishandling at the customers facility is highly suspected along with lubrication prior to sterilization. No corrective action required. Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided.

Event description:
The jaws of the applier were loose. Some clips fell in the patient and they were removed. There was no reported patient injury and the applier was replaced by another.